Event description:
Lidocaine was being injected into the trocar sites for a lap nissen fundoplication when needle broke off at hub (in patient). Broken needle was extracted under fluro in surgery.======================manufacturer response for needle 25 ga x 1 1/2 inches, per site reporter).======================will provide shipping label to send needle to the manufacturer's qa department.